Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: a celect pt filter was placed for an undisclosed indication. During follow-up attempt at filter retrieval, several months after placement, it was noted that a large amount of thrombus was in the ivc filter and that one of the secondary arms was bent and now directed cranially. Patient returned for thrombectomy, and an additional cranially directed secondary arm was noted. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Images were returned for evaluation. The images were reviewed by clinical personnel and the following was determined: two single fluoroscopic images were submitted for review. The indication for ivc filter placement was not discussed in the complaint report. No images of the initial placement were submitted for review. During the follow up procedure for ivc filter retrieval it was noted that there was significant thrombus within the ivc filter and propagating cranial to the ivc filter. It is well documented that the presence of an ivc filter does slightly increase the risk of lower extremity and ivc thrombus, so the observed thrombus may have formed in situ because of the thrombus. The complaint report did not report if the patient was on anticoagulation which would have decreased the likelihood of the occurring. In addition, the thrombus may have also migrated into the ivc filter, and then propagated cranially. The latter explanation would be considered a device success by preventing a pulmonary embolism. Unfortunately, there is no way to differentiate these two situations based on the information provided. In addition, one of the secondary legs was directed cranially on the first image provided. No images were submitted of the initial placement to demonstrate secondary legs were initially normally aligned. In addition, no images were submitted demonstrating the filter in abnormal configuration prior to traversing the filter with a device. Without documentation demonstrating the filter arm in this abnormal configuration without any external manipulation, the most likely cause of the secondary arm was either the wire or sheath being manipulated across the ivc filter inadvertently displacing the secondary arm. It is also possible, but felt to be less likely, that the thrombus within the ivc filter and the flow within the ivc resulted in altered pressures on the secondary leg resulting in the cranial displacement. On a similar note, the last image demonstrates an additional secondary arm now displaced cranially at the time of the thrombectomy procedure. Again, there was no images submitted demonstrating the secondary arm in an abnormal configuration prior to advancing the large bore device across the ivc filter. The most likely explanation was that the thrombectomy device inadvertently displaced the secondary arm cranially as it was advanced through the ivc filter. This is supported by the fact the thrombectomy device and the newly displaced secondary arm appear to be in contact with one another. It is still possible the displacement was related to the thrombus, but this is felt to be very unlikely. The report states the ivc filter has not been removed. With two of the secondary filter arms no longer in a normal configuration, this may increase the likelihood of filter fracture and potentially decrease the efficacy of the ivc filter. This filter should be removed and replaced if the patient still clinically requires the ivc filter. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A cause could not be determined from the investigation due to limited information to determine the reason for filter leg(s) no longer being in normal configuration. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent an unspecified procedure in (B)(6) 2025 in which the cook celect platinum navalign femoral vena cava filter set, g34502, was used. Patient returned in a month prior to this report for filter removal and physician noted clots present and left the filter in the patient. During the follow up it was noted a secondary strut was bent upward. During the follow up case, they used large thrombectomy devices and yet another secondary strut became bent. The filter was not yet removed. Patient outcome: physician left filter in patient due to clots, not due to the bent strut.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. H6) f28 - appropriate health impact term/code not available for f31 - cancelled/aborted treatment/therapy. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.